Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2018. Evaluation: a foil with a winding former and a needle/suture combination in two section were received for analysis. The product is double armed. During the visual inspection of the sample (two needle-suture pieces), the swage and attachment area of needles were as expected; the ends of the suture pieces appeared to be cut by use of the surgical instrument. Also the ends were matched among them. A functional test was performed and the pull force was above the minimum requirements. Per the conditions of the sample received, no attachment defects were found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ptosis procedure on (B)(6) 2018 and suture was used. During use, the needle popped off without any tension. Case completed with another device of the same product code. There were no adverse patient consequences reported. No additional information was provided.